Manufacturer narrative:
Investigation summary: in summary such defects can be confirmed as to the quality of catheter raw materials. The defect also has been found in the plant. The plant has taken measures to control the quality of the catheter. The feedback of catheter raw materials was communicated to the supplier. This product complaint occurred before the measures were taken. The plant will continue to pay attention to feedback. Investigation conclusion: confirmed related to the plant. Root cause description: the root cause is due to the raw materials used for the catheters.

Event description:
It was reported that bd intima ii¿ IV catheter had a pinhole leak when removing needle cover before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd intima ii¿ IV catheter had a pinhole leak when removing needle cover before use. There was no report of exposure, serious injury or medical intervention.